Manufacturer narrative:
This investigation is currently ongoing.

Manufacturer narrative:
According to the report by cryolife's hero distributor in (B)(6): investigators from a (B)(6)hospital presented on hero graft and their experience with 14 patients. 6 of their 14 patients still have hero graft (7 deceased and 1 removed; 2 cited as graft related). They are very happy with the performance of hero graft (all implanted using flixene), but stress that the device is not a cure and patients should be carefully selected. As it is unknown if either the hero 1001 or hero 1002 component contributed to the reported event, out of caution, it was decided to investigate both. This medwatch is for hero 1002 component associated with the alleged death. The following additional information was received "one patient died within 24 hours due to cardiac issues and the other patient had the graft explanted due to steal syndrome. As such the integrity of the product was not in question." The initial reporter had discussed this with the surgeon and he is in agreement that this case should not be considered a graft related event. Additional information was received from the hospital on (B)(6) 2015. The hospital stated: " the patient's admission blood pressure was 110/50 and his heart rate was 50 bpm paced. His chest was clear with no crackles and no wheezes, and he did not have any ankle edema. He was seen by nephrology who had records of his previous dialysis runs and dialyzed him on the night of admission. The next day he was seen by cardiology and cleared him for the or. He was taken to the or on (B)(6) and as documented in the operative report it was an uneventful procedure. His postop chest x-ray was clear and his o2 sat was normal. Left hand perfusion was okay. However, his blood pressure was lower than preferable - low 90s systolic. Cardiology reassessed him and reprogramming his pacemaker to 70 beats per minute and adding midodrine 10 mg p.o. Q.6h. There was a transient improvement in his blood pressure. He had received 650 cc of normal saline in the or and we did not want to add any additional fluid. The patient remained asymptomatic with normal o2 saturation and no symptoms. His potassium was normal. Nephrology assessed him and did not see any indication for urgent dialysis. His blood pressure remained in the low 90s overnight and the patient remained asymptomatic. When I saw him in the morning he said, "I feel great." He was booked for an echo in the early morning. Prior to being transferred to the echo, cardiology reassessed him and was reprogramming his pacemaker when he suddenly became obtunded. A code blue was called immediately and resuscitation was immediately begun. The patient was in a pae arrest. Maximal efforts were undertaken. His pacemaker was non-capturing, so an external pad was applied. The patient then proceeded to a vf and vt arrest and underwent defibrillation multiple times, but eventually the code was called off because he was not resuscitatable. Total resuscitative efforts had been undergone for greater than 30 minutes at that point." These medical conditions are known to predispose a patient to sudden cardiac event. The information provided by the surgeon reaffirms that there is no alleged deficiency of the hero graft or assertion that the clinical event was related to the product. Therefore, at this time the complaint is being voided.

Event description:
According to the report by (B)(6), of cryolife's hero distributor (B)(6), on the (B)(6) association of nephrology nurses and technologists (B)(6) meeting in (B)(6): (B)(6), from (B)(6) presented on hero graft and their experience with 14 patients. 6 of their 14 patients still have hero graft (7 deceased and 1 removed; 2 cited as graft related). They are very happy with the performance of hero graft (all implanted using flixene), but stress that the device is not a cure and patients should be carefully selected. As it is unknown if either the hero 1001 or hero 1002 component contributed to the reported event, out of caution, it was decided to investigate both. This medwatch is for hero 1002 component

Manufacturer narrative:
According to the report by cryolife's hero distributor in (B)(6), on the (B)(6) meeting in (B)(6): investigators from a (B)(6) hospital presented on hero graft and their experience with 14 patients. 6 of their 14 patients still have hero graft (7 deceased and 1 removed; 2 cited as graft related). They are very happy with the performance of hero graft (all implanted using flixene), but stress that the device is not a cure and patients should be carefully selected. As it is unknown if either the hero 1001 or hero 1002 component contributed to the reported event, out of caution, it was decided to investigate both. This medwatch is for hero 1001 component associated with the alleged death. The following additional information was received: "one patient died within 24 hours due to cardiac issues and the other patient had the graft explanted due to steal syndrome. As such the integrity of the product was not in question." The initial reporter had discussed this with the surgeon and he is in agreement that this case should not be considered a graft related event. A review was performed on the available information. The procedure performed on this patient included modification of the graft to include a flixene graft attached to a small portion of arterial graft component. This is a modification to the device, so cryolife cannot support this modification as it is not an approved indication/modification to the device. The IFU provides adequate instructions to implant the graft in the approved configuration but no allowance is made for off-label use. The cause of the death could not be definitively determined; however, the surgeon reported that should not be considered a graft-related event. Without information about the cause of death, the relationship of the death to hero graft cannot be determined.

Event description:
According to the report by cryolife's hero distributor in (B)(6), on the (B)(6): investigators from a (B)(6) hospital presented on hero graft and their experience with 14 patients. 6 of their 14 patients still have hero graft (7 deceased and 1 removed; 2 cited as graft related). They are very happy with the performance of hero graft (all implanted using flixene), but stress that the device is not a cure and patients should be carefully selected. As it is unknown if either the hero 1001 or hero 1002 component contributed to the reported event, out of caution, it was decided to investigate both. This medwatch is for hero 1002 component associated with the alleged death. The following additional information was received "one patient died within 24 hours due to cardiac issues and the other patient had the graft explanted due to steal syndrome. As such the integrity of the product was not in question." The initial reporter had discussed this with the surgeon and he is in agreement that this case should not be considered a graft related event. Additional information was received from the hospital on (B)(6) 2015. The hospital stated that: "the patient's admission blood pressure was 110/50 and his heart rate was 50 bpm paced. His chest was clear with no crackles and no wheezes, and he did not have any ankle edema. He was seen by nephrology who had records of his previous dialysis runs and dialyzed him on the night of admission. The next day he was seen by cardiology and cleared him for the or. He was taken to the or on (B)(6) and as documented in the operative report it was an uneventful procedure. His postop chest x-ray was clear and his o2 sat was normal. Left hand perfusion was okay. However, his blood pressure was lower than preferable - low 90s systolic. Cardiology reassessed him and reprogramming his pacemaker to 70 beats per minute and adding midodrine 10 mg p.o. Q.6h. There was a transient improvement in his blood pressure. He had received 650 cc of normal saline in the or and we did not want to add any additional fluid. The patient remained asymptomatic with normal o2 saturation and no symptoms. His potassium was normal. Nephrology assessed him and did not see any indication for urgent dialysis. His blood pressure remained in the low 90s overnight and the patient remained asymptomatic. When I saw him in the morning he said, "I feel great." He was booked for an echo in the early morning. Prior to being transferred to the echo, cardiology reassessed him and was reprogramming his pacemaker when he suddenly became obtunded. A code blue was called immediately and resuscitation was immediately begun. The patient was in a pae arrest. Maximal efforts were undertaken. His pacemaker was non-capturing, so an external pad was applied. The patient then proceeded to a vf and vt arrest and underwent defibrillation multiple times, but eventually the code was called off because he was not resuscitatable. Total resuscitative efforts had been undergone for greater than 30 minutes at that point." The patient's comorbidities were as follows: diabetes, hypertension, hyperlipidemia, nonsmoker, myocardial infarction with grade iii lv, congestive heart failure, previous pneumonia, end stage renal disease on dialysis, pulmonary hypertension, pacemaker

Event description:
According to the report by cryolife's hero distributor in (B)(6), on the (B)(6) meeting in (B)(6): investigators from a (B)(6) hospital presented on hero graft and their experience with 14 patients. 6 of their 14 patients still have hero graft (7 deceased and 1 removed; 2 cited as graft related). They are very happy with the performance of hero graft (all implanted using flixene), but stress that the device is not a cure and patients should be carefully selected. As it is unknown if either the hero 1001 or hero 1002 component contributed to the reported event, out of caution, it was decided to investigate both. This medwatch is for hero 1001 component associated with the alleged death. The following additional information was received "one patient died within 24 hours due to cardiac issues and the other patient had the graft explanted due to steal syndrome. As such the integrity of the product was not in question." The initial reporter had discussed this with the surgeon and he is in agreement that this case should not be considered a graft related event.